Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via phone call, the customer was in the hospital as he had fallen and broken his hip. Customer adjusted his basal and his blood glucose has gone up to 500 mg/dl and now it went down to 200 mg/dl. Troubleshooting was performed on the insulin pump and no anomalies were noted. The customer's daughter however did decline to perform the high pressure test. The insulin pump is not returning the insulin pump for analysis.